Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to cut could not be determined. Factors that contribute to failure to cut with the suture trimmer may include, but are not limited to, lever deployed early, excessive suture tension, or trimming lever not held back during retrieval of suture trimmer. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a hearth catheterization interventional procedure using a 6f sheath. Reportedly, the first prostyle device was deployed, but the needles did not connect, and a cuff miss occurred. A second prostyle device was deployed, and the plunger was removed, but the suture did not cut on the quick-cut of the device so scalpel was used to cut the suture. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.